Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
Product analysis:analysis confirmed the customer comment that the programmer would shut down. Replaced micro processor unit (mpu) due to damaged universal serial bus (usb) port causing a short. Pulled logs and patient information. Reconfigured hard drive, reloaded and updated software. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would shut down, whenever a memory drive was connected to the top rear universal serial bus (usb) port. It was further reported that the programmer was unable to recognize usb devices, connected to other ports. The programmer is expected to be returned for service. There was no patient involvement.